Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. The device evaluation found b40 error and the image freezing. Based on the results of the investigation, it is likely that the following led to the malfunction: printed circuit board failures. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a front panel that was continuously blinking and didn't operate any function as well as a key board function that didn't work. The issue occurred during maintenance. There were no reports of patient harm.